Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level were 165 mg/dl, 160- 170 mg/dl and 400 mg/dl. The customer stated that the insulin did not exit and pump alarmed insulin flow blocked. The troubleshooting was performed and was advised to rewind pump, reinsert reservoir into pump and run load reservoir or fill tubing to at least 5.0 units. Customer stated that the pump alarmed insulin flow blocked alarmed at 2.2 units. The customer was advised the pump will need to be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.